Event description:
As reported by the edwards lifesciences affiliate in germany, post deployment, the evoque valve was tilted antero-septal and experienced a rocking motion. On post-operative day (pod) 1, the valve was explanted and the patient had a surgical valve replacement. The patient received an evoque valve in tricuspid position where, during the procedure, the device was placed postero-lateral between 0 and 5 mm from annular plane, and antero-septal between 6 and 10 mm from the annular plane. The initial tricuspid regurgitation (tr) grade was massive (4+), and post-procedure it was moderate (2+) with no paravalvular leak (pvl) observed. Patient's outcome was stable. On pod 1, it was noted that the valve migrated further and the patient underwent a surgical valve replacement. On pod 4, the patient was noted to be in stable condition.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Additional type of investigation codes that were unable to be added in h6: labeling review. Analysis of images. The complaint for malposition -valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation. No manufacturing non-conformities were identified from the imaging evaluation. Potential patient contributing factors to these findings include significant leaflet tethering >10mm, rv shelf like anatomy with negative basal rv, potential procedure related factors include lack of leaflet capture. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required. The complaint for central regurgitation was confirmed with objective evidence via imaging evaluation. No manufacturing non-conformities were identified from the imaging evaluation. Potential contributing factors to central regurgitation include valve embolization which has both patient and procedural related factors. Due to suboptimal anatomy and lack of leaflet capture the valve embolizes. Due to the ventricular positioning and poor annular retention, the valve experienced instability and was observed to have rocking motion post procedure. Potential contributing factors to central regurgitation (moderate tr) include a combination or coexistence of rocking movement, low positioning, and pre-procedural massive transvalvular tr. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.